Manufacturer narrative:
Patient involvement was reported. Information received indicated the patient's oxygen saturation did recover but any intervention required remained unknown. Response to good faith effort (gfe) stated no injuries. Additional information including clinical audit logs/ technical logs, (start date logs including the rfda(radio frequency data acquisition) and device debug logs were requested, but the customer is not willing to provide any further details. Additional information was requested, but the customer did not provide any further details. Due to the lack of information a technical investigation could not be performed and the cause of the reported issue remains unknown. Reporter and reporting institution phone # (B)(6).

Event description:
It was reported the monitor did not generate a desaturation alarm. For this newborn patient hospitalized for vomiting, the spo2 measurement parameters were set with a low of 90%; however, when the measurement indicated 84%, there was no alarm. Additional information received from the customer regarding patient harm and medical intervention was contradictory in nature to the original complaint. It was indicated no medical intervention was necessary, yet the patient's oxygen saturation did not recover spontaneously. In addition, it was indicated the alleged issue affected the patient condition, yet new information indicates no injury. The customer also indicated they did not remember if alarms were generated or not; however, no device logs were provided per philips request. Biomedical engineering performed a monitor restart and there were no functional issues noted. Based on this information, it remains unclear if alarms were generated or whether there was actual harm to the patient. The customer did not provide additional information. Though it remains unknown whether oxygen desaturation recovered spontaneously or required intervention, the response from the customer indicates there was no harm to the patient due to the reported alarm issue.